Event description:
Kept one for almost a month. Didn't realize- retained, vagina [foreign body in reproductive tract] started to feel bad [feeling abnormal] case narrative: consumer reported via social media that they kept one inside for almost a month and didn't realize. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.